Event description:
It was reported that the devices were used during a laparoscopic open cholecystectomy. The case was converted to an open procedure, but not due to instrument performance. The devices are in a biohazard bag, so not certain of product codes.